Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter (onetouch verio) read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "10.6mmol/l and 11.3mmol/l" with the subject meter and unknown results on a hospital meter, performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.